Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month post implant, the right atrial (ra) lead exhibited under-sensing on stored electrograms, at device classified termination of events the arrhythmia appeared to continue. The ra lead remains in use. No patient complications have been reported as a result of this event.